Event description:
Caller reports back to back results of 344 mg/dl on the inform system compared to lab results of 5mg/dl. Quality controls were run and in range. Patient was being treated with an insulin drip based on meter results. Patient was treated with 2.5 amps of d-50 and an unknown amount of d-10 after the lab results of 5mg/dl. Patient is in ICU in critical condition. A request was made for return of the suspect product and a replacement was sent.